Event description:
The pt experienced no stimulation sensation. There was no known accident of incident related to the event. No recent troubleshooting had been performed. No pt outcome was reported. The ins was replaced. It was not felt to be normal battery depletion. There was most likely a problem with the lead, although the last impedance check didn't show a problem. The pt did not want to consider lead revision at that time.